Manufacturer narrative:
This product is registered as a combination product.no complaint was received with the return of the device. Partial lead was returned for analysis. Failure event observed during analysis. Final analysis found external insulation abrasion at 11.6cm to 11.8cm from the connector pin consistent with the lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.